Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: is the surgeon aware that the clips are only indicated to be used with braided vicryl suture? After this event, the sales rep explained the surgeon that the clips are only indicated to be used with braided vicryl suture. The sales rep reported additional information: the leak occurred from the anastomosis site. The leak occurred from the anastomosis site. The size of monocryl was 3-0 and the size of needle was ur-6. The patient has a fever of 39 c and the infection was suspected. CT scan will be performed. Dr. Commented whether the cause of the leak was lapraty or not was not known. The hospital stay is prolonged.

Event description:
It was reported that patient underwent laparoscopic robot- assisted total prostatectomy procedure on unknown date and suture clip was used. The device was used on the anastomosis between the urethra and the bladder. The clip slid during the suturing after fixed on monocryl. The hospitalization was prolonged since leakage occurred from the anastomosis site and the catheter could not be removed. No blood transfusion was required. The surgeon opined whether the cause of the leak was clip or not was not known. The hospital stay is prolonged.

Manufacturer narrative:
(B)(4). One xc200 cartridge was received with only four clips loaded and with no apparent damaged. The reload was tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed 4 clips as intended over suture. The clips were form as intended and conforming to our manufacturing requirements. Additional information was requested and the following was obtained: 1) what surgical procedures do you usually use lapra-ty in? Laparoscopic prostatectomy 2) have you observed any difference/trends in the performance of these lapra-ty clips in the last 12-24 months? No. 3) what was the exact surgical step (and specify tissue type) involved with the clip malfunction for this complaint? Urethral bladder anastomosis examples: using the lapra-ty during anastomosis of the open bladder neck to the urethra or na approximating the wound edges after a partial nephrectomy to close the renal capsule. Na 4) if any, what surgical steps in other procedures (and specify tissue type) have been involved with clip malfunction? Na examples: using vicryl to close the renal capsule when the clip would not close. Na the clip would not close when suturing the peritoneum. Na 5) prior to use, was the applier checked for damage (jaws straight and aligned)? No. 6) when the event occurred, was the suture placed near the hinge of the clip? No. 7) were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? No. 8) if clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? No. 9) have you used these clips also in nephrectomies? If yes, no. A. Approximately what year did you start using these clips in nephrectomy procedures? Na b. Do these procedures typically involve clips contact with fluid (oozing, bleeding, urine, solutions)? Na c. Have you found these clips to meet his/her performance expectations? If no, na I. Explain what issues you have had clip slipped from the suture ii. Estimate % occurrence of these issues several times iii. What do you believe the root cause is of clip malfunction? Monocryl would not compatible with lapraty clips. 10) have you received training on the use of lapra-ty from an ethicon sponsored professional education program? No. 11) do you use other types of clips that are like lapra-ty? If so, are they absorbable or non-absorbable? No.